Manufacturer narrative:
The force bipolar instrument was received for failure analysis evaluation. The reported event could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the electric continuity test. The instrument passed energy delivery testing in various grip orientations. The instrument was fully functional. No product issue was found.

Event description:
It was reported that the force bipolar instrument had a broken "red tag" during a procedure. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic hernia procedure, the issue was identified intraoperatively. Prior to use, the instrument was inspected; no damage or anything unusual was noted during this inspection. There was no allegation or evidence of any fragment or instrument part falling into the patient, so questions regarding fragment retrieval, associated tasks, or complications from retained fragments are not applicable. The surgeon did not observe any issues with the instrument¿s functionality during surgery, nor did the instrument collide with other devices or hard materials. There was no instance of a fragment falling inside the patient during an instrument tip or accessory collision. The instrument was not removed prior to any breakage, and the wrist was straightened prior to final removal as per recommended protocols. At no point did the surgical staff feel resistance when removing the instrument through the cannula, either before or during final removal, and upon post-removal inspection, no damage was found to either the cannula or the instrument. Since no fragments were present, retrieval was unnecessary. However, an x-ray was taken at the end of the procedure to confirm that no fragments remained. No extra surgical interventions were needed. The procedure was completed robotically as planned, with no need for conversion to another surgical approach, and the patient experienced no injury. Postoperative follow-up revealed that the patient did not return to the hospital with complications related to retained foreign objects. The instrument was returned to intuitive surgical (isi) for evaluation.